Event description:
It was reported by the patient that they were experiencing a hiccup/cough like feeling on their left side. The patient stated the symptoms occurred multiple times in a 5 minute period and would resolve. The symptoms seemed to go away when the patient would lie down. Follow-up was conducted to obtain information on the patient and whether the episode was device related and the clinic reported the patient was experiencing phrenic nerve stimulation from their left ventricular (lv) lead. The lv lead was reprogrammed and the patient's symptoms resolved. The lv lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).